Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx2 bifurcated stent graft, vela suprarenal, and iliac limb.